Event description:
Scope buddy plus detergent dosing/endoscope flushing system one way valve defective causing contaminated detergent water to suction back into clean detergent reservoir. Medivators/steris aware of issue - no recall in place -informed users would just need to call in a work order for repair if identified. This was escalated to the company in october and there has been no communication since. We have significant concerns regarding potential contamination and spread of infectious materials as it is not obviously apparent when this is happening. We have had two areas in our organization report this out after awareness document sent out. Concerns about other health systems that may be using this product and may be unaware of this issue.